Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced a sore spot around the implanted pacemaker area. The sore spot was reported to be painful to the touch as well as when wearing protective vest. On (B)(6) 2021, the patient presented to the hospital to have the pacemaker removed. The surgeon examined the location which appeared that the device was implanted too shallow and was eroding through the skin. The surgeon did not observed any signs of infection. The pacemaker was then removed and a new pacemaker was implanted at a deeper sub-pectoral pocket. The procedure was completed without further complications. The patient remained in stable condition.